Event description:
Additional information received from the company representative reported that the cause of the inability to aspirate was unknown, but they were eventually able to aspirate. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2003, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2003 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 29-sep-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient with an implantable pump receiving morphine (unknown) (40mg/ml at 15mg/day) for non-malignant pain. It was reported that they did a pump revision case on an old catheter and when they did a dye study it wouldn't aspirate. The healthcare provider went in and it looked like the catheter had a kink in it, so they tried to get the kink out and it still wasn't aspirating. The healthcare provider used the revision pump and cut off the catheter to where it was the same length as the old pump and put that on there and it would aspirate a little bit but still not a whole lot. The healthcare provider pushed the dye all the way through and they think the catheter is cleared. The healthcare provider stated that they are going to see if they can aspirate the catheter and if not will set the pump to a minimum rate.